Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of pre-operatively ruptured abdominal aortic aneurysm approximately 28 months ago. The neck at the level of the renal arteries was 30-31 for approximately 2 cm, and then it tapered down in diameter to 24-25 mm for 2 cm. The stent graft and was placed in the 24-25 mm area. It was reported that the patient returned 6 months ago with an endoleak which was due to neck dilatation without the presence of stent graft migration. Three aortic cuffs were implanted to address the endoleak. One month ago the patient presented with back pain and a CT scan showed that the first aneurx cuff was found to have separated from the bifurcated stent graft which may have been due to remodeling of the aorta (see MFR # 2953200-2010-01158) and there was a type 3 endoleak between the bifur and the cuff. A talent 36 mm converter and an 18 mm occluder were implanted followed by a fem-fem bypass to address the stent graft separation. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): result - endoleak. Pre-operatively ruptured aneurysm, dilated and conically shaped aortic neck. Used for treatment of a pre-operatively ruptured aneurysm.